Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.

Event description:
It was reported (argentina) during an implant procedure, the ipg was unable to communicate with either the charger or programmer and observed a comm error 2501 error message. The "use before date" was september 2014. The ipg was labeled with a sticker stating "caution, return before (B)(6) 2013 for recharge". The physician decided to implant the ipg anyway. Surgical intervention is pending to address the issue.